Manufacturer narrative:
Ge healthcare was notified regarding this event. The device is owned by abbvie and is being returned to their repair vendor for evaluation. Ge healthcare has not evaluated this device. No further information is available regarding the root cause and resolution of the reported issue. No patient information available after three attempts. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that patient woke up too soon. There was no report of patient injury.